Manufacturer narrative:
This report is being amended to reflect changes in sections. The information and provided photographs suggest that a trilogy liner, trilogy locking ring, and likely a versys cocr femoral head were revised to a 10 elevated trilogy liner, a new locking ring, and a biolox option femoral head. The 3 product photographs provided little useable information except that the removed liner does not display any apparent significant damage; although, this liner does not appear to be a 10 elevated liner as reported. No measurements can be made of the liner to suggest event confirmation. These devices had been reportedly in vivo for 6 years. No definitive lot numbers for the primary implants were provided, so no device history record reviews could be performed. No product was returned for review. No op-notes or patient history was provided. The devices in the photographs appear to be compatible. Adherence to the surgical technique cannot be evaluated. Without part/lot combinations, a complaint history cannot be conducted. With the information provided, a cause for the reported event, or a root cause for the need to revise the patient, cannot be determined with certainty.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain.